Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 07/18/2022 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 08/15/2022 returned product samples and unused retained product were submitted to the lab for testing, with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report received by aso on 06/15/2022 consumer reported that the product caused a reaction, like a burn, in her right arm. On completed customer information request (cir) received from the consumer on 07/18/2022, she stated that the issue was with the tape area. She added sought medical attention with a dermatologist and was given prescription. She stated still has a mark on her skin that feels like sand paper.